Event description:
A surgeon reports that an intraocular lens (iol) was damaged (broken haptic) in the cartridge on the iol delivery system. The incision was enlarged to accommodate removal of the lens. Another iol was implanted without complication.